Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): battery depletion-normal.

Event description:
It was reported that the patient received a shock due to atrial fibrillation with rapid ventricular response. The shock converted the patient to sinus rhythm. Atenolol therapy was provided. The device was later explanted and replaced. No further patient complications have been reported as a result of this event.